Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during multiple position and fixation attempts the lead would first show good thresholds and capture, only to find that when rechecked, the thresholds had increased with a loss of capture. Stable impedance and thresholds were eventually achieved with the lead. The lead is still in use. No patient complications have been reported as a result of this event.